Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient's onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when attempted by medical surveillance (ms) to obtain follow up. The reporter claimed that the device began to read inaccurately at the end of (B)(6) and that the patient obtained readings of 120 and 200mg/dl on the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs's criteria for precision. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine. The reporter denied that the patient developed any symptoms, however stated that the patient was hospitalized between (B)(6), and again between (B)(6). The reporter could not specify what treatment was received whilst in hospital. The reporter claimed that the patient had blood glucose tests performed on a hospital meter, however could not specify the results. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.